Event description:
It was reported that the ilet user changed infusion supplies and then received an on-device prompt to change insulin, consistent with an incomplete cartridge load and incorrect supply change steps; the user was guided to disconnect the tubing, access the cartridge function, reconnect, and fill the cannula, after which insulin delivery resumed. There were no reported symptoms or adverse effects. Outcomes included restoration of insulin delivery without health consequences. Investigation included phone-based troubleshooting and user education focused on correct infusion set and cartridge loading workflow. Investigation of this case revealed user setup error leading to an incomplete cartridge load, with the infusion set and cartridge components implicated by use sequence, and the device functioned as designed once steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation and procedural adherence.